Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during dwell. The home patient (hp) stated the patient line was leaking. The baxter technical service representative (tsr) assisted the hp to end therapy. The hp would notify the registered nurse (rn). The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012, and he was able to resume therapy after starting over with new supplies. There was nothing wrong with the supplies, he had accidentally gotten the patient line tubing caught on his bed frame and it punctured a hole in the line creating a small leak. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.